Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, unresponsive keypad buttons, keypad contamination, and a non-functional and damaged vibration motor. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a battery compartment crack was observed. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up and down keypad buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. The vibration motor was not operating; the motor was misaligned. (B)(6).